Manufacturer narrative:
A sample device was not returned. The lens remains implanted. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported issue. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer initially reported that he was unhappy with the outcome of his intraocular lens (iol) implant procedures, due to having to wear glasses for fine tuning of vision. The consumer's surgeon indicated that the patient was doing well and issues resolved. Eleven months later, the consumer reported that due to vision being out of focus when he looks to the left, he felt unsafe driving his employer's vehicle, so he quit his job, although he does still drive his own automobile. This report is for the device in the patient's left eye.